Event description:
It was reported that the patient experienced withdrawal and was in the hospital "this weekend". Per the reporter, 'he has been sick.' The patient's pump was confirmed to have 'run dry.' The patient's previous refill was in december. The pump print out revealed that the pump was filled at 13:34 on (B)(6) 2012; the reporter denied this. The low reservoir alarm date was (B)(6) 2012. The patient wanted to have 'a hard shut off and the pain pump removed' as he 'cannot get effective pain control with the pump.' It was also reported that the patient had a dosage increase; the patient was unhappy with the 'amount of medication that was prescribed to him both oral and intrathecal.' The patient believed that he was 'given too much medication at one time.' The pump refill date was (B)(6) 2012 since the hcp increased the patient's dose. The dose was increased in (B)(6), but the patient was not aware the refill date had changed. The patient believed the alarm date was (B)(6) 2012. The patient had a massive infection, an abscessed tooth, and was in great pain. The patient was hospitalized due to infection. The patient had muscle spasms, including hip spasms. The patient had arthritis, neuropathy, and diabetes. The reason the pump was implanted was because of the pain due to his stomach not emptying. The patient had a g tube and a j tube and could not digest. Oral medication made the patient sick. It was further noted per another reporter that the patient was non-compliant and did not show up to hcp appointments. It was noted the patient experienced psychotic issues and tested positive for opiates. The patient had seen multiple physicians for medical management of his pump and also had insurance issues. The patient needed help finding another pain physician. The pump was delivering baclofen and dilaudid.

Manufacturer narrative:
Catheter model# 8709, lot# j10932r56, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
(B)(4).